Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). The physician detached a pc400 using the handle, however, the physician then found that the proximal end of the pusher assembly was stuck in the handle. The procedure was completed using additional pc400s and the same handle. There was no report of an adverse effect to the patient. While preparing another pc400 for the procedure, the hospital staff found that it was kinked within its packaging. The damage to this pc400 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new pc400.